Event description:
It was reported that the sys 9800 displayed "calibration error" and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow-up report will be filed when add'l details become available.